Manufacturer narrative:
H.6. Investigation: two 1ml s/t syringes with needles were received inside opened blister packages from batch #8308851 (p/n 309626). They were visually evaluated. Both packages were marked with pen ink ¿hydro [10].¿ one syringe had a broken plunger rod tip with the stopper apparently inserted upside down and the broken tip found on the opposite side of the stopper in the fluid path. One syringe did not have any visual defects. Due to the samples having been opened, no testing could be performed. No representative samples from the same box and/or batch have been received for evaluation and testing to evaluate the reported tight shield defect. Potential root cause for the broken plunger rod defect is associated with the assembly process. Sealed packaged product from the same batch are necessary for evaluation and testing of the reported tight shield defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 1ml s/t w/ndl 25x5/8 rb experienced a case of stopper deformation and product damage, and five instances where the cap attached to the syringe was unreasonably tight. The customer stated that, "it was reported that there were a few syringes with caps that seemed to be glued on to the needles and we were unable to get them off. There was also at least one syringe that had a broken rubber stopper that caused the plunger to fall out."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml s/t w/ndl 25x5/8 rb experienced a case of stopper deformation and product damage, and five instances where the cap attached to the syringe was unreasonably tight. The customer stated that, "it was reported that there were a few syringes with caps that seemed to be glued on to the needles and we were unable to get them off. There was also at least one syringe that had a broken rubber stopper that caused the plunger to fall out."